Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to pause insulin on the ilet for showering but could not slide the on-screen control to select a pause duration; a restart did not resolve the issue, indicating a screen control input problem on the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with unresponsive control input on the touchscreen consistent with a key or button not working on the device interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.